Event description:
The pt experienced a seizure and pt's family member used the suspect device to check pt's blood glucose. The result was 60 mg/dl. Emt's were called and pt's family member tested pt's glucose again and the repeat result was 87 mg/dl. Pt was taken to the ER and pt's glucose was 37 mg/dl on a hosp meter. The family member performed another test on the suspect device and this result was 127 mg/dl. Before the incident, the suspect device read a glucose level of 315 mg/dl and pt's family member administered 2 units of humalog and 5 units of nph insulin. Pt was given cake icing before going to the hosp. No meds were given at the hosp. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluations.